Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for regular follow up, false episode of ventricular fibrillation was noted due to oversensing of noise on right ventricular lead, no shocks were delivered. Patient was called back to the clinic and programing changes were made to resolve the issue. Rv lead measurements were found to be normal after the changes. Patient was stable.